Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claims against the product by the customer noting non recoverable fault, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed. The unit was tested on an in-house system and failed normal mode triggering errors 32101 and 319. The unit was also tested on a pftp and failed all board present test. Error log showed that axes controller arm (aca) not detected. The aca was swapped with a new one. The unit was then retested on the pftp, and all boards test passed. The original aca was reinstalled, and the error returned. The aca will be replaced a fix. The complaint regarding non recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claims against the product by the customer noting non recoverable fault, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) replaced the usm to resolve the reported error. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system encountered a non-recoverable fault affecting the universal surgical manipulator (usm 1). An intuitive surgical, inc. (Isi) technical support engineer (tse) checked live logs and verified presence of errors 32101 and 319, all pointing at the usm 1. The tse asked if the customer would continue with three arms or convert. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no additional information was provided.